Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that their insulin pump had cracks, one on the face of the device and another one on the reservoir compartment. The customer's blood glucose was 109 mg/dl. They also stated that they needed a new meter which will communicate with their insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.